Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event. The service engineer inspected the device and replaced the breath delivery unit (bdu) printed circuit board assembly (pcba) and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.